Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined.

Event description:
It was reported that needle issue occurred with a unspecified bd needle. The following information was provided by the initial reporter, "the patient experienced: another episode of hereditary angioedema and drug ineffective (lack of efficacy/ medication was not working) which started on an unknown date; incorrect dose administered (received a partial dose) which started on (B)(6) 2019; and needle issue(issue with the needle) which started on (B)(6) 2019. Patient had another episode hereditary angioedema, lip swelling. Patient was in the hospital and medication was not working. The patient only received a partial dose of firazyr due to an issue with the needle. Patient then admitted herself to the emergency room due to lip swelling. They just observed her and then released her a few hours later. "